Manufacturer narrative:
(B)(4). The opt844 interface is not returning to fisher & paykel healthcare (f&p) for evaluation. We are currently in process to obtain further information to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt844 nasal cannula was leaking gas during use. There was no reported patient consequences.

Event description:
A distributor in china on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt844 nasal cannula was leaking gas during use. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint opt844 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer stated that the tubing of an opt844 nasal cannula was leaking gas during use. It was further reported that the lanyard was not used. Conclusion: we are unable to determine what caused the reported event. However it is possible that the use of the opt844 without the lanyard resulted in damage to the tubing of the cannula. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. Subject opt844 nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt844 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not soak, wash, sterilise, or re-use this product do not crush or stretch tube use only approved setup. Hospital use: this product is intended to be used for a maximum of 7 days.